Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Final analysis found that as received, the device had no telemetry and battery at end of service (eos) level. Attempts to re-load the device code, after replacing the original battery, were not successful due to device having no telemetry. Device was cut open and manual measurement performed indicated normal drain current. Further evaluation found an anomaly with one integrated circuit consistent with the field reported communication issue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to the procedure, the pacemaker which was to be used for the implant had failed to be interrogated. The pacemaker was replaced, and another pacemaker was used to proceed with the implant procedure. The patient's condition was unknown.